Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer spoke with customer service and stated he was looking for motor and gearboxes because they are getting hot and melting the wires.